Manufacturer narrative:
Results: crimped tubing.

Event description:
During service of the device, review of the diagnostic log history noted a previous vent inop occurrence due to an inhalation autozero failure occurrence. Vent inop, if in use on a patient, will stop providing ventilatory support to the patient. The customer did not report the occurrence to the manufacturer previous to service or at the time of its occurrence. There was no patient harm reported. An autozeroing failure may affect the accuracy of the system pressure measurement during use in normal ventilation mode. Upon evaluation, the manufacturers field service engineer reported observing the tubing from the three station solenoid to sensor board appeared crimped. The service engineer re-routed the tubing to correct the finding. Applicable final testing was completed and tests passed per operating specifications.